Manufacturer narrative:
Three physical samples were received for investigation with a batch number of 42218-004, 42218-084, and 42418-082. Based on the batch number of the received samples, these catheters had reached the 5 years shelf life. The complaint reported a leaking catheter and non-deflation. The samples that were received were physically inspected to confirm the reported condition. All three samples were inflated as per specification with 30ml water. All three samples can be inflated normally except for the catheter batch #42418-082, which has a leakage through the eye. All three balloons can be deflated as per normal function.there was no blockage or abnormalities found through the airline and the dinking eye. However, 1 of the 3 samples were found to have an asymmetry balloon. The batch number for the affected catheter was 42218-004. Thus, the condition was confirmed from the physical investigation were a leaking catheter and asymmetry balloon. The leak through the eye was caused by layer separation. The layer separation will create a communicating channel between inflation and irrigation lumen as the distance between both lumen were assembled too close. The water inflated into inflation funnel will pass thru the irrigation lumen, thus cause the water to be leak at irrigation eye. Corrective action taken is to train the operator on the threading process whereas the inflation and irrigation rubber thread should not be assembled too close. Balloon asymmetry usually happens when the thickness of the balloon sleeve assembled was uneven. An action to change the balloon latex filter frame has been implemented postproduction of this batch.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: there was a water leakage through the internal wire. After inflating the catheter with water into the balloon, the foley balloon cannot be withdrawn.